Manufacturer narrative:
Updated lot code for reported device is 146317. Method: concomitant product results: concomitant product conclusion: no product issue related to the reported event was found with this product, so this is a concomitant product.

Event description:
It was reported that a revision was necessary because the bar get out of place and some screws get loose.

Event description:
It was reported that a revision was necessary because the bar get out of place and some screws get loose.